Event description:
Patient reported back to back tests performed on their ss meter using separate finger sticks were 497 mg/dl and 403 mg/dl (21% difference). No other comparison was performed. Patient experienced dizziness, blurred vision and nausea. Pt experienced dizziness, blurred vision and nausea. Pt did not have supplies to perform a control test. The meter has been replaced. No allegations of harm have been made.